Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the batteries on both sides went dead and were not working right. It was confirmed that they were depleted due to normal battery depletion. It was noted that the technician tried with their equipment and found out the batteries were not working. It was mentioned that patient is going to have surgery on (B)(6) 2019. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the left ins was not working. The patient stated that the patient programmer was working and powering on but the patient was getting the poor communication screen. The patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.